Event description:
It was reported that during testing conducted at the manufacturer, the device cord heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were examined and it was discovered that the rotor became stuck in the motor. If the rotor is not allowed to rotate freely, excessive friction can result in heat being generated. The rotor assembly and motor assembly were replaced, and additional preventative maintenance was also performed. The device was returned to the user facility.